Event description:
Issue with x7-2t, sn (B)(4). Customer has reported a bite mark at 30cm. Last night the pt suffered a tear in their esophagus after examination with the probe. This happened approximately 6 weeks ago with another pt also. Esophageal tear.